Event description:
On (B) (6) 2010, the patient reported she has had multiple hospitalizations for "extremely high" blood glucose and vomiting. She said she believes there was an occlusion not detected by her insulin infusion device. She stated she also notices air bubbles within 24 hours of filling the cartridge with room temperature insulin. The patient was in a hurry and had no further time for troubleshooting. Numerous attempts were made to follow up with the patient. On (B) (6) 2010, the patient responded and stated she did not have time to troubleshoot the hospitalizations. She said she changes her infusion headset every 5 days and was advised to change it every 3 days. She stated she has a lot of scar tissue, but insulin does not leak from her site. She said her device adapter has not been changed within 10 cartridge changes as recommended. The proper 'change cartridge' procedure was reviewed with the patient. The infusion device was replaced and requested to be returned for evaluation.